Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during pre-test, sterile water did not enter into foley catheter at all.

Event description:
It was reported that during pre-test, sterile water did not enter into foley catheter at all. Per notification from ucc on 08dec2025, it was reported that difficult to deflate against returned syringe and asymmetrical balloon was found during sample evaluation on 23oct2025.

Manufacturer narrative:
The reported event was unconfirmed. Visual: received 1 all silicone foley catheter with syringe. Verified material number 119314 and manufacturing lot number ngjw2602. Visual inspection noted no obvious observations. The catheter balloon was inflated with 10ml methylene blue solution (3 drops 1% aq methylene blue per 100ml distilled water) using returned syringe. The balloon was inflated with no difficulties. However, asymmetric balloon was observed with balloon concentricity 100/0. While deflating with returned syringe only 6ml is deflated within 5min but the catheter is inflated with 10ml methylene blue solution using inhouse syringe it deflated 10ml within 01min07sec.this is within specification per inspection procedure (B)(4), revision 0. Which states, catheter leaks, valve leaks, balloon perforation, lumen to lumen, prematurely deflated and dislodged balloon are not allowed, and must inflate and deflate with the use of a syringe. Risk, labelling, and DHR reviews are not required as the reported event is unconfirmed. Based on the results of the investigation no additional actions are required at this time. Corrections: d, e, h. UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.